Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance was observed on the lead. Physician reported that the impedance dropped gradually since the implant. The lead was capped and replaced on (B)(6) 2016. The procedure was successfully completed without adverse event for the patient.